Manufacturer narrative:
Additional information was received that the central regurgitation was completely resolved after the second valve was implanted. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, during attempted deployment, the valve was recaptured two times due to high positioning. Upon implant, echocardiogram showed severe central and paravalvular leak (pvl). The cause of the central regurgitation was unknown. Subsequently, a decision was made to implant a second valve which decreased the pvl to trace. No additional adverse patient effects were reported.